Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. It should be noted that the IFU states: the promus everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Additionally, the IFU states: the effects of stent implantation of promus stents combined with non-promus drug-eluting stents are unknown. In this case, it cannot be determined if the IFU deviations caused or contributed to the reported difficulties.

Event description:
It was reported that on (B)(6) 2011, an unspecified promus stent was implanted to treat a focal in-stent restenosis and proximal edge stenosis of a 3.0 x 12 mm non-abbott stent located in the proximal right coronary artery (rca). On 06/04/2013, the patient presented with chest pain and was hospitalized. Angiography revealed 70 - 80% stenosis of the previously stented area. Treatment was performed with balloon angioplasty and placement of a 3.0 x 18 mm non-abbott drug eluting stent followed by a 3.0 x 12 mm non-abbott drug eluting stent, with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged from hospitalization on (B)(6) 2013. No additional information was provided.